Event description:
Caller reported a power source alert, but there was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using a different wall adapter and charging cable, but these did not resolve the issue. Technical support decided to replace the pump, and the customer was instructed to deplete the pump's battery before returning it and revert to using multiple daily injections (mdi) as a backup therapy. The replacement pump will be shipped under warranty, and the customer was acknowledged to return the problematic pump using a prepaid label within ten days.